Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the device found in the patients room that had a fire. The fire was caused by a patient "igniting flame while using oxygen, followed by flooding from sprinkler system." The devices were in the room but there was no known patient effects from pump.